Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch verioflex meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on (B)(6) 2017 at 11:28 pm he obtained an inaccurate high blood glucose reading of ¿265 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages his diabetes with a fixed dose of insulin. In response to the elevated result, the patient reported taking less food/drink and administering 20 units of insulin. 1 hour after the alleged issue began, the patient reportedly developed symptoms of ¿sweating and feeling hungry¿; symptoms he associated with low blood sugar. The patient denied receiving medical treatment. During troubleshooting, the csr confirmed the unit of measure was set correctly on the subject meter. The csr noted the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.